Manufacturer narrative:
The graft remains in situ and therefore was not returned for evaluation. However, images were provided and reviewed by clinical personnel, and the following was determined."this is definitely an endoleak through the ¿crutch¿ of the zfen-d. Type 3b endoleak due to tear in the fabric of the zfen-d, at its bifurcation.¿ and ¿one of the angio movie clips is showing the definite ¿jet¿ endoleak coming from the crutch of the zfen-d". Review of the device history record for lot number ac1180397 found the work order appeared complete and the quality control inspection was verified to ensure that the device passed inspection. No non-conformances or temporary deviations were recorded at the time of manufacture. Review of specifications found that there are a number of controls and processes in place that would identify faulty product prior to shipping. Review of the instructions for use (IFU) supplied with the device for general information found it to contain appropriate warnings, precautions, and instructions to the user, including: 4. Warnings and precautions 4.1 general use information the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up. 4.3 implant procedure: inaccurate placement and/or incomplete sealing of the zenith fenestrated aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. It is recommended that all vessels accommodated by a small fenestration be stented in order to secure positive alignment of the graft fenestration with the vessel origin. 5 adverse events lists: endoleak endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion there is no evidence to suggest the customer did not follow the instructions for use. A review of the manufacturing records did not reveal any discrepancies that could have contributed to the reported issue. The investigation concluded that the complaint device was manufactured to specification. Based on the medical director¿s assessment and evaluation of the information received, a definitive root cause could not be determined from the investigation. Possible causes are: procedural related factors (e.g. Over ballooning) patient related factors device related factors, such as mechanical stress or fatigue affecting the graft material. After considering this event the risk associated with the use of this device is still deemed adequate. An internal action has been taken to address the issue; CAPA-00393 was initiated due to an increase of complaints reporting tear/type iii endoleak at bifurcation.

Event description:
Graft was implanted on (B)(6) 2025. No issues with implant procedure were reported. During scheduled follow-up imaging on (B)(6) 2025, there was a type 3 endoleak observed that is likely originating from the crotch of the graft system. No intervention has been performed as of yet. A procedure will likely be scheduled to address this issue.

Manufacturer narrative:
Awaiting imaging.

Event description:
Graft was implanted on (B)(6) 2025. No issues with implant procedure were reported. During scheduled follow-up imaging on (B)(6) 2025, there was a type 3 endoleak observed that is likely originating from the crotch of the graft system. No intervention has been performed as of yet. A procedure will likely be scheduled to address this issue.